Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. The impact on the customer¿s blood glucose level was not disclosed as the customer declined to answer. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller understood and acknowledged.